Event description:
Surgeon broke the draw rod on 2 removal instruments upon trying to remove the screws from the 2 level plate. Surgeon ended up not being able to remove the screws and plate and went on with the surgery. This caused a delay of 5 minutes.

Manufacturer narrative:
The customer reported event was confirmed via visual inspection. All fragments were removed and surgery was successfully completed with delay of 5 minutes. The surgical technique warns users that excess pivoting or angulation of the instrument must be avoided to reduce the possibility of bending or breakage of the inner shaft. Also, the revision driver should be axially aligned with the screw trajectory and seated fully into the screw before inserting or tightening the inner shaft. Manufacturing history review revealed that the device was approximately 3 years old. It was not reported, how many times the device was used. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The plausible root cause of the reported event was determined to be normal wear and tear due to the age of the instrument.

Event description:
Surgeon broke the draw rod on 2 removal instruments upon trying to remove the screws from the 2 level plate. Surgeon ended up not being able to remove the screws and plate and went on with the surgery. This caused a delay of 5 minutes.